Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2250 mcg/ml at 373.2 mcg/day) via an implanted pump. It was reported that the patient had increased pain around the pump site. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a stroke and was leaning over to the right side where their pump was implanted. Per the reporter, the catheter aspirated successfully, and there were no concerns regarding pump or catheter functionality. The patient was taken to surgery where the physician created a new pump pocket more laterally on the right side than the previous abdominal pocket placement. The pump segment of the catheter was trimmed, and a new pump segment of catheter was added to accommodate the moving of the pump. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) stated that the device left at the facility, and they accidentally disposed of it.